Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to it was exhibiting high pacing thresholds after multiple repositions. A new lead was successfully implanted. No additional adverse patient effects were reported.